Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. There was no damage noted to the stent delivery system (sds) prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the stent interacted with the lesion/anatomy during the failed attempt to cross, resulting in damage to the stent. Interaction of the stent with the anatomy during retraction would have contributed to the difficulty removing the sds; however, as no damage to the stent was noted, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported difficulty removing the sds could not be determined; however, the reported failure to advance appears to be related to the operational context of the procedure. Return of the promus sds and guiding catheter used may have aided in the investigation. The stent is checked for proper strut dimensions and inspected for damage at multiple steps during the manufacturing process. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the promus rx stent delivery system was unable to cross the lesion during a procedure in the proximal circumflex artery. During removal of the device, resistance was encountered with the vessel. No patient effects were reported. No additional information was provided.